Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A regional equipment specialist (res) arrived on-site and found the melted power cord plug. The res replaced the part and the machine passed all subsequent tests. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint was confirmed on site with the cause traced to the power cord plug.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine was smoking during heat disinfection. The melted power cord was noticed during regular inspection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 127,133 hours. The machine was not plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, which biomed believes is the cause of the reported event. The biomed replaced the plug, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The power plug was reported to not be available to be returned to the manufacturer for physical evaluation.